Event description:
New information noted the right atrial (ra) and right ventricular (rv) leads exhibited poor sensing prior to explant.

Event description:
Related manufacturer reference number: 2017865-2024-34353. It was reported that the patient presented with atrial and right ventricular (rv) leads that were dislodged. The leads were explanted, and new atrial and rv leads were implanted. The patient was in stable condition.